Event description:
Complainant alleged that while performing a routine shift check on the device, the female nurse received an unintended delivery of energy when discharging the device. The nurse was holding a pen in her hand while she pressed the discharge buttons on the device's paddles. She then received the unintended delivery of energy. There was no patient involvement. There were no reported adverse effects on the nurse who received the unintended delivery of energy. This hospital reported a similar occurrence on the same day with the same nurse as reported on medwatch #1220908-1997-00145. The d900's operator guide contains detailed instructions for performing daily tests on the unit. Please reference the attached copy of page 35 from the guide.